Manufacturer narrative:
Lead model 3093-28, lot# implanted: 2006-(B)(6), explanted: 2010-(B)(6); extension model 3095-10, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2010-(B)(6); programmer model 3031a, serial# (B)(4).

Event description:
It was reported that the patient's neurostimulator was removed due to infection. The reporter was not sure if the infection was at the leads, the neurostimulator, or both. The reporter also stated that the hcp made the patient wait to have the neurostimulator replaced, even though it was infected. The manufacturer's device registry showed that the patient's entire system was removed. The patient was re-implanted on the day of the removal.